Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced in a change in therapy effect and symptoms of increased spasticity, stiffness, and tachycardia. On (B)(6) 2015, the patient began having a lack of therapy. The patient was brought in to do a catheter access port (cap) access and everything looked fine. The pump volume was checked and was supposed to be 16.8ml, but the pump was empty. The cause of the volume discrepancy was unknown. It was believed that the pump was filled with 40ml when the pump was refilled on (B)(6) 2015. The patient had no signs of overdose symptoms suggesting that he actually got an increased rate. At the previous refill, the difference between the expected and actual volumes was approximately 0.2ml. The plan was to monitor the patient and see how he did after the refill. The patient¿s dose was reduced somewhat due to the fact that he wasn¿t receiving drug for a few days. The patient was admitted to the hospital, suffering from withdrawal. A manufacturer representative wanted to review information from a print report and pump logs from on refill on (B)(6) 2015 to ensure there was not a programming error at that time. The logs indicated that the pump was updated twice on this date and the reservoir volume on the 40ml. There did not appear to be an error in programming in the pump based on this information. As of (B)(6) 2015, the patient had recovered and was receiving effective therapy. The device system was used to deliver lioresal. If additional information is received, a follow-up report will be sent.